Event description:
Note: based upon information provided by the initial reporter. While removing the implant with trephine drill, the trephine drill changed shape and caused a lip laceration and a tear in the right floor to the mouth lateral tongue.